Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing in rescue mode and non-rescue mode without duplicating the report. Review of the log found no critical errors. The device was recertified and returned to the customer. The pads used at the time of the report were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged that during functional testing, the device did not show a green check after passing self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.